Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump message was received after performing the load fill tubing sequence causing the customer not to be able to complete the load sequence. There was no reported adverse impact to the customer's blood glucose level. The customer declined to perform troubleshooting to determine the type of notification that was received. Reportedly, the current cartridge had been in use for approximately 1 week. Tandem technical support educated the customer in following proper supply labeling.